Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the unit is lower that the acceptable range in terms of pressure parameters. No patient involvement.

Manufacturer narrative:
Additional information a1, g1, g4, h3, h6, h10. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/09/2008 to the present date 01/19/2021 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device. The customer reported problem was not confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
The customer reported that the unit is lower that the acceptable range in terms of pressure parameters. No patient involvement.